Event description:
It was reported that the insulin pump alarmed button error and the keypad locked. The customer's blood glucose was 268 mg/dl. The customer stated that prior to the alarm they were trying to enter the grams on the bolus wizard and the numbers kept scrolling; going up and down. The customer was advised to remove the battery if the alarm does not clear. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. No ramping numbers anomaly was noted. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.